Event description:
A customer reported a high blood glucose (bg) issue which required a visit to the emergency room on (B)(6) 2025. There was no specific blood glucose value reported, but the continuous glucose monitor read "high," (specific value not provided) with moderate ketones. The customer was treated with IV fluids of saline and insulin, which resolved the issue. They were released from the ER on the same day, 3 hours later. Technical support instructed the customer to inspect various components of their insulin delivery system, and no significant issues were found; cause of the elevated bg was unknown. The customer was advised to replace supplies as necessary. Customer continued to use the pump for insulin therapy.